Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure has been completed. The console logs (B)(6) from the reported day of the event are consistent with the complaint. The logs show instances of the following error "controller error (defective optical sensor lamp) - alarm issued event" was observed. In response to the controller error, the console was first exchanged for aic (B)(6). After encountering the same error, aic (B)(6) was used. Subsequently, aic (B)(6) was used and ran for next 23 hours. Console (B)(6) was not returned to field service for further investigation. The root cause for the controller error alarms, was not determined as the aic was not returned. B.1 revised brand name as it was previously reported incorrectly on the initial manufacturer device report 1220648-2025-26063. D.6a/d.6b should have been left blank on the initial manufacturer device report number 1220648-2025-26063. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26063, as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 2199 was previously reported incorrectly on the initial manufacturer device report 1220648-2025-26063.

Event description:
The user facility reported a patient (unknown race and ethnicity) undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support (mcs). There were no issues during the implant of the impella cp device. However, right after starting the pump there was an automated impella controller "controller failure" alarm (with the noted advice to change the controller) and the placement signal invisible. The pump was noted to be running without any issues. The aic was exchanged; however, said alarm remained. Impella mcs continued and there were no report or indication of adverse effects to the patient. Eventually, the patient was successfully weaned, and the device explanted with the patient noted to be stable.

Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.